Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable high crep2 creatinine plus ver.2 and ureal urea/bun results for one patient sample. Of the data provided, only the creatinine results were discrepant. The initial result was 4.65 mg/dl and was reported outside of the laboratory. The patient was redrawn at a different laboratory and tested on a cobas 6000 c (501) module with a result of 0.62 mg/dl. On (B)(6) 2018, the patient complained about the difference in the results. The customer tested an archived aliquot of the original sample and the result was 0.61 mg/dl. There was no allegation of an adverse event. The reagent lot number was 26995101 with an expiration date of 30-apr-2018. Analyzer performance testing was completed and was acceptable. The original sample had been processed by the modular preanalytic analyzer (mpa).

Manufacturer narrative:
As the qc results were in range, the assays were generally performing as expected. The investigation was unable to find a definitive root cause.